Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient previously experienced pain. The recipient's issues resolved. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. Bandaging protocols were followed. The recipient presented with a red bump following the procedure and was given a steroid cream to apply to the site, however the issue did not resolve. The recipient was recommended to cease device use for 6 weeks.